Event description:
Caller reported that insulin leaked from the cartridge under the cartridge shroud. Blood glucose levels did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. Technical support proceeded to replace the cartridge through an RMA process, and the customer was transferred to a supervisor after expressing dissatisfaction with the advice given regarding cartridge filling. The supervisor informed the caller about the risks associated with loading the cartridge to its maximum capacity and recommended loading it below 300 units to prevent leakage, even though the cartridges technically hold 300 units. The caller remained upset, citing a lack of documentation to support the filling recommendations and questioned the timing of the arrival of replacement cartridges.